Event description:
Revision surgery - this pt has had a recurrent infection post-operatively believed to be linked to a tooth abscess that occurred following his surgery. The pt was brought in for an irrigation and debridement. The glenosphere and poly insert were exchanged during the procedure.